Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Knee joints were swollen [joint swelling], knee joints were painful [arthralgia], aspiration of the joint [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician via sales representative regarding a female patient, initials unknown. The patient's medical history included previous use with synvisc product (two series). On an unspecified date in 2012, the patient initiated treatment with third series of synvisc (hylan g-f 20) injection, route and dosage regimen not provided, into both the knees. The lot number of synvisc was not provided. Within 24 hours of the injection on an unspecified date in september 2012, the patient's knee joints were swollen and painful. The patient was treated with aspiration and steroids to the joint. The action taken with synvisc treatment was not provided. The outcome for all the events was not provided. Concomitant medications were not provided. Intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc and the events of knee joints swollen, knee joints painful and aspiration of the joint. The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.